Manufacturer narrative:
A document and records review was performed on the reported lot. Documentation assessed includes: manufacturing, quality audit, production, raw material and device history records. This assessment found no anomalies that may have attributed to the reported issue; therefore, the complaint could not be confirmed. The cause of the reported complaint could not be determined. Information from this incident will be included in our product complaint and MDR trend analysis.

Event description:
This is a non u.s event. Consumer reported that she has had three tampons that have elongated or fallen apart completely. She was able to remove the ones that elongated with no issue. The one that completely fell apart had to be removed manually. The consumer stated she has continued to use the other tampons in the package without any trouble.